Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, multiple episodes of high ventricular rate due to noise on the right ventricular lead were observed. The physician elected to take no action at this time. The patient's condition was fine and would continue to be monitored.